Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301947 lot 1901207 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect.

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd china leaked. This was discovered before use. The following information was provided by the initial reporter: the nurse took the medicine and found that the liquid was leaking and medicine was wasted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd (B)(4) leaked. This was discovered before use. The following information was provided by the initial reporter: the nurse took the medicine and found that the liquid was leaking and medicine was wasted.